Event description:
Draeger medical systems, inc. Has received information from our local distributor that a customer, hosp feels that our measured values for spo2 are frequently showing false high values. The customer has indicated that the reported event resulted in a deterioration of the pt's state of health (hypoxia).